Event description:
A confirmed motor stall was reported with no motor stall recovery. It was stated that there were motor stall and low battery reset messages in logs. The pump was alarming critically due to reset occurred - low battery on 2012-(B)(6). Healthcare provider (hcp) suspected this is due to battery performance. It the pump was replaced. Drugs delivered via the device were hydromorphone and clonidine.

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: 2003-(B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).